Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen between 4 and 24 hours. On (B)(6) 2026, the patient reported hyperglycemia, with blood glucose reaching 600 mg/dl, and presented to the emergency room (ER). Patient reported administration of multiple correction boluses and a supplemental insulin injection per physician guidance without observed improvement prior to presentation. While en route to the ER, patient replaced the pod, after which a downward glucose trend was reported. Patient was treated with no specific details provided. The patient was discharged the same day with fast-acting insulin as a backup method provided by the healthcare professional. Additional product details are unavailable as the pod was discarded by the patient.